Manufacturer narrative:
Device evaluation: analysis of the returned device identified: a linear opening on posterior, brown and yellow particles in inner device, creases fold and wear abrasion. Leak test and microscopic analysis were performed which identified smooth crease opening on posterior, striated break on radius, striated opening on posterior and missing shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening, a break on posterior and radius assessed as surgical damage consist in the use of some surgical tool, and an smooth crease opening on posterior assessed as fold flaw opening, and missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.